Manufacturer narrative:
It was reported that while end user was getting up from the wheelchair, the left brake of the wheelchair did not secure resulting in the end-user falling. The end-user reportedly fell onto his buttocks onto the tiled floor. Per report, the end-user developed pain to his bilateral elbows and his chronic back pain (history of myasthenia gravis) was exacerbated. The end-user reportedly required steroids to control his back pain. It was added that end-user developed a wound to his right big toe, which required unknown intravenous and oral antibiotics. Reportedly, the end-user stayed in the hospital for four days and was transitioned into a rehab facility where he stayed for ten days. The wheelchair involved in this incident was reportedly purchased brand new on february 2019 and was used for approximately six months prior to the incident happening. The end-user stated that he was discharged from the rehab facility 08/02/2019 and is currently doing well at home. Due to the reported event, medical interventions, hospitalization and need for rehabilitation, this medwatch is being filed. The sample was returned for evaluation and the complaint was confirmed. A potential root cause is the lock had become out of adjustment from normal everyday use. Once the wheel lock was adjusted and the screws were all tightened, the wheel lock properly and securely functioned. A definitive root cause for the reported issue could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the left brake of the wheelchair did not secure resulting in end-user falling. End user required steroids for back pain and antibiotic for wound to his toe.